Event description:
Reporter received a becton-dickinson insyte IV catheter that was from a test trial of a water based lubricant. Reporter developed an infection, and as result, developed a life time disability. According to rptr, MFR contends that they are the only pt affected by this defective product.